Manufacturer narrative:
The unit alarmed compromised force sensor during prime, compromised force sensor test at 4 lbs due to faulty fsr gold. The unit was receive with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that insulin is squirting out of the insulin pump during the manual prime process. It was also reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).